Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device reported an error in connection recognition, after which the small probe popped out automatically. There were no reports of patient involvement.